Event description:
Reportable based on analysis completed on 20dec2014. It was reported that crossing difficulties were encountered. A 2.25x28mm promus element ¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the bumper tip profile of the device. The crimped stent was pulled distally on the balloon and damaged. The proximal edge of the stent was bunched and positioned at 2cm distal to the distal edge of the proximal markerband. The distal end of the stent was positioned out over the tip of the delivery catheter. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).